Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 449 mg/dl. The customer had symptoms such as difficulty breathing and severe thirst and weakness. Customer's blood glucose value was 444 mg/dl at the time of the call. The customer reported that they treated the high blood glucose with manual injections. The customer had a bent cannula which could have caused the high blood glucose levels. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer declined to troubleshoot for high readings. The product was not returned for analysis.